Manufacturer narrative:
There is no way to know whether this device was manufactured by and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Company representative has reported an event from a dealer where the mounting hardware for back of chair is broken. Additional information included that the unit has been repaired. Also reported was no harm or injury. If any further information is provided a supplemental report will be filed.